Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. Insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and broken pump belt clip slot. No moisture damage inside insulin pump noted.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 297 mg/dl, which was treated with the insulin pump. The customer stated that the reason for the high blood glucose was because they were a little depressed. The customer stated that they keep the insulin pump in their bra and the weather is very humid. The device had been exposed to sweat. There was fluid under the lcd display of the device and there was a crack in the corner on the side of the display screen. The discontinuation of the device was advised. Nothing further was reported.